Manufacturer narrative:
Concomitant medical products: vedr01 ipg, implant date: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high threshold, no capture, noise, no sensing and low impedance. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.